Manufacturer narrative:
Events were reported to have occurred on an unreported date in the year 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not report. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported and the patient was transferred to hemodialysis. No additional information is available.